Event description:
It was reported that after the iab was inserted, the physician was unable to get pressure readings. The balloon clotted off immediately. The iab was removed and replaced without any complications.